Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and low blood glucose levels. The customer¿s blood glucose was 36 mg/dl at the time of incident. The customer treated low blood glucose with glucose intake. The customer declined to trouble shoot for low blood glucose levels. Customer stated that the insulin pump buttons have become really hard to push. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to flattened dome switch on esc, act, up arrow and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test and self-test. Insulin pump was received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.